Event description:
Customer reported that the pump's priming process was interrupted, requiring acknowledgment that insulin was not visible. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further action was required at this time.